Manufacturer narrative:
Section h10: (h3) pending evaluation (d10) concomitant device(s): 4091614 310-01-50 - equinoxe, humeral head short, 50mm (beta) 4180222 300-10-45 - equinoxe replicator plate 4.5mm o/s 4231957 300-20-02 - equinox square torque define screw drive kit 4286530 300-01-13 - equinoxe, humeral stem primary, press fit 13mm.

Event description:
As reported, the patient had an initial right tsa on (B)(6) 2016. The patient was revised on (B)(6) 2024; reason not reported. The patient was revised to an hrp with a +10 ext cage baseplate with a femoral head structural allograft. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: g3, h6, h11. MDR section codes updated/corrected: a, b, c, d, e, g. The revision may be the result of glenoid loosening that resulted in center cage fracture and prosthesis wear. Additional reasons for the reported revision may be inclusion of the polyethylene in the packaging recall. Potential contributions from user or patient-related considerations to the event could not be assessed from the reported information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.